Event description:
It was reported that during a routine device change out, the pulse generator exhibited loss of output after being exposed to electrocautery. The device was re-interrogated and found to be in backup vvi operation. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited backup vvi operation. Electrocautery marks were observed on the device can.